Event description:
Additional information received reported that the patient was in the operating room (or) for a pain pump revision, rod removal and " transforaminal lumbar interbody fusion, (tlif)." The device usage problem was "device failed (e.g. Broke, couldn¿t get it to work or stopped working)." The physician found a problem with the pain pump catheter. There was a leak in the catheter and medication was leaking out into the patient's tissue. See attached user facility medwatch.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_cath, lot# serial# unknown, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Additional information received reported that the patient was now receiving effective therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a catheter break and there was partial catheter explant on (B)(6) 2014. The catheter was cut and revised for a spinal fusion. Because it was unknown as to what was in the patient to begin with, it is hard to tell what catheter was explanted. The patient was having a spinal fusion performed. The physician requested a manufacture representative to be present at the case as the patient's pump catheter was right at the level that was being fused. The physician felt that he would more than likely have to cut and revise the catheter secondary to spinal fusion. Upon opening the patient, it was discovered that the catheter was broken nearly in half. Drug was visibly leaking from the catheter and at the slightest pull the catheter snapped. It appears to have been happening for awhile as drug was crystallized in around a necrotic nodule at the anchor point. It was unknown as to what catheter this patient actually has. The catheter lengths were unknown. The catheter was cut well below the anchor and nodule (which was easily removed). No existing connector piece was visualized but all catheter from cut point to the spine was removed (23.5 cm in total). The physician requested a bolus to be given intra operatively to visualize patency of the existing catheter, no drug was administered. The catheter was not in "situ" and the drug was caught on a sponge. It was given for the sole purpose of seeing if drug was effectively flowing to the point at where the catheter was cut by the physician. Patency was confirmed, bolus was cancelled, and patient was programed to a minimum infusion rate for the remainder of the surgery. The patient had morphine concentration of 20mg/ml and was on a daily dose of 8mg/day. Upon learning about the break in the catheter, the primary physician's office was called and made aware of the situation. The question was asked if he wanted to bring the patient down to a lower daily dose and the order was given to start the patient on existing drug in the pump (20mg/ml morphine) concentration but decrease daily dose to 1mg/day. After fusion was complete catheter was revised using the spinal portion of a catheter and pump programed to new daily dose of 1mg per day. Patient's status at the time of report was "alive-no injury." On the day of report the patient was one day post-operative and the manufacture representative did not know how the patient was doing. The patient was still hospitalized. It was unknown if there were any patient symptoms associated with the event. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)